Event description:
Healthcare professional reports home pt (hp) presented to center with severe abdominal pain that began midway through homechoice therapy on 6/18/97. The pt reports experiencing the pain since her rx was changed to dry days on 5/8/97 due to a re-absorption problem. The pt was hospitalized three days and treated with pain medication and manual capd exchanges. After a battery of tests (upper & lower gi, colonoscopy, x-rays) were performed, a flat plate of the adbomen revealed the presence of air in the peritoneal cavity. The pt uses one 12 ft extension line for pt line. She had initially not been priming her line properly, but was re-instructed several weeks ago by the hcp and claims to have been priming properly prior to hospitalization, no obvious source of the air could be detected. The hcp states she does not feel the homechoice device is related to the excess air, but wants to examine all potential causes. No device malfunction was indicated.